Event description:
It was reported that during a lap adhesiolysis procedure, 20 minutes into the case, the tip of the harmonic blade broke off while the surgeon was using it on a pt. Surgeon changed instrumentation and completed the case with no pt consequence.